Manufacturer narrative:
Correction to h6 based on additional information. Imagery was provided through the complaint site and reviewed. However, the images provided were not relevant to this event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve deployed at non-target location was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. There was no allegation or indication of a device malfunction contributing to this reported event. As reported, 'troubleshooting was performed, and they were able to remove the valve out of the heart and bring it back to the esheath+. The valve was then moved back into the inferior vena cava, and they attempted to align the valve with the esheath+, but they were unable to pull the valve back into the esheath+. They began to remove everything as a unit. However, as the valve reached the femoral vein, the 'start of the tissue tract' was stripped off the system (valve dislodged). At this point, the valve made its way into the iliac vein over a wire. The team was able to pass the peripheral balloon through the valve and attempted to pull it back, but felt it wasn't far enough back to make an easy retrieval via cutdown. The team upsized the balloon to a 10mm balloon and began deploying it within the iliac vein. They then placed a tru balloon and expanded and followed that with a wall stent to secure the valve'. In this case, the valve was unable to retrieve back to sheath, and site decided to deploy the valve at non-target location. As such, available information suggests that procedural factors (unable to retrieve thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Imagery was provided through the complaint site and reviewed. However, the images provided were not relevant to this event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve deployed at non-target location was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. There was no allegation or indication of a device malfunction contributing to this reported event. As reported, 'troubleshooting was performed, and they were able to remove the valve out of the heart and bring it back to the esheath+. The valve was then moved back into the inferior vena cava, and they attempted to align the valve with the esheath+, but they were unable to pull the valve back into the esheath+. They began to remove everything as a unit. However, as the valve reached the femoral vein, the 'start of the tissue tract' was stripped off the system (valve dislodged). At this point, the valve made its way into the iliac vein over a wire. The team was able to pass the peripheral balloon through the valve and attempted to pull it back, but felt it wasn't far enough back to make an easy retrieval via cutdown. The team upsized the balloon to a 10mm balloon and began deploying it within the iliac vein. They then placed a tru balloon and expanded and followed that with a wall stent to secure the valve'. In this case, the valve was unable to retrieve back to sheath, and site decided to deploy the valve at non-target location. As such, available information suggests that procedural factors (unable to retrieve thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transeptal valve in valve tmvr procedure with a 29mm sapien 3 ultra resilia valve in a non-edwards valve, the valve was noted to be too ventricular during full inflation. An attempt to pull the valve more atrial was done without success, so the team attempted to proceed with a valve in valve in valve (vinvinv) procedure using another 29 sapien 3 ultra resilia valve. The valve was advanced through the esheath+ without issue. However, there were challenges crossing the mitral prosthesis with the wire. A lot of torque was being placed on the system, and a kink was noticed within the flex catheter. The team was eventually able to cross the mitral valve after troubleshooting, but when attempting to pull the flex catheter back, it would not move. A lot of force was placed to get the catheter to move back to the middle marker. The team began pacing and attempted to deploy the valve. However, the balloon was noted to be 'damaged', and contrast was exiting the balloon (would not inflate). The team attempted to advance the flex catheter back to the valve but was unable to. Troubleshooting was performed, and they were able to remove the valve out of the heart and bring it back to the esheath+. The valve was then moved back into the inferior vena cava, and they attempted to align the valve with the esheath+, but they were unable to pull the valve back into the esheath+. They began to remove everything as a unit. However, as the valve reached the femoral vein, the 'start of the tissue tract' was stripped off the system (valve dislodged). At this point, the valve made its way into the iliac vein over a wire. The team was able to pass the peripheral balloon through the valve and attempted to pull it back, but felt it wasn't far enough back to make an easy retrieval via cutdown. The team upsized the balloon to a 10mm balloon and began deploying it within the iliac vein. They then placed a non-edwards balloon and expanded and followed that with a stent to secure the valve. At this point the patient was stable, and it was decided to abort the case and potentially come back for a trans apical access.